Event description:
During service, the baxter repair technician reported that a failure code 570 occurred at power-up. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition fail code 570 was confirmed. Inspection of the device revealed depleted batteries. A corrective and preventative action has been initiated (mdq-CAPA-132).